Manufacturer narrative:
Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a multiple intermittent malfunction alarms occurred. Reportedly, the pump was dropped. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available. Customer¿s blood glucose level was in the 290-383 mg/dl range.